Manufacturer narrative:
Gtin number for item: 10013361t, lot: 17067467 is (B)(4). Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that a leucovorin infusion of 150 ml/hr on a primary set was connected at the lower y-port to an irinotecan infusion of 284 ml/hr where the leak occurred. There was no patient harm. The leaking fluid soaked into the patient's jacked but reportedly did not reach his skin. Calamine lotion was suggested as a prophylactic measure however no skin irritation or other symptoms were reported.